Event description:
During routine cath. A lesion was discovered in the left anterior descending artery. An inter-coronary ultrasound cath would not cross lesion. Ultrasound cath was removed and a balloon was inserted and inflated in the lesion. Balloon was removed, ultrasound still would not advance across lesion. Next a 3.5 x 15mm non nir elite stent sci med was inserted. The stent was inflated to 18 atm for 22 sec. Tried to remove balloon but catheter wouldn't move. Was inflated to 5 atm for 5 sec. Balloon still wouldn't move. A buddy wire was inserted to attempt to free the balloon, unsuccessfully. Surgeon was notified and pt was sent to surgery with everything still in place.